Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 450 mg/dl. Customer was advised to brought himself to nearest hospital for treatment. Customer stated that the insulin pump alarmed with motor error five times. The customer did not provide the symptoms regarding high blood glucose. The customer was able to successfully clear but unable to rewound the insulin pump. Drive support cap was normal. The customer declined troubleshooting for high blood glucose level and stated that they need the replacement insulin pump as soon as possible. The insulin pump was not returned for analysis.